Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received an allegation in relation to a remstar pro c-flex+ device. The user alleged the humidifier base cable of the device was burnt. This was identified by a service evaluation during disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient the device passed the evaluation and there were technical findings available. The error log was cleared and tested. The device's error log was reviewed, and the manufacturer confirmed code 100 was logged. The device passed the decontamination. The device was reworked due to burnt humidifier base cable. The device passed rework and will be sent to product investigation lab for further investigation. Device dispositioned per fc (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 01/13/2025: the device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil used a known good, supplied humidifier on base device and verified the heater plate did heat and used a supplied heated tube on the humidifier and verified tube did heat. An internal and external visual inspection of the device was completed by the manufacturer and found high pitch blower whine, air inlet filter missing, ui (user interface) knob broken, air outlet port had white dust-like contamination in it, air inlet seal had yellowed and had dust-like contamination on it. Dust-like contamination on bottom enclosure, all over the top of pca, on the top of the blower box lid and surrounding area, on the top of the blower motor and inside of the blower box. Thermal event on humidifier harness connector and pca at j9. Potential mineral deposits in the blower box indicated possible water ingress. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. The investigation was able to confirm the complaint of burnt humidifier base cable. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.